Manufacturer narrative:
(B)(4).

Event description:
The reporter stated "cq2015a was loaded into the cq cartridge, appeared to have the trailing haptic look kinked. Iol was delivered onto sterile table and the trailing haptic was kinked. It appears the msi-tm injector rod was bent in the upward position and that is why the trailing haptic was kinked. We did not have the lot number for the injector and the injector was trashed. No patient contact with product. Iol did not get implanted or touch the patient. No patient injury. We got another msi-tm injector, another cq cartridge and another cq iol and it was successfully implanted".